Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of within range pacing impedance measurements, measuring 1259 ohms. Additionally, this lead exhibited a gradual increase in threshold measurements. At this time, this rv lead remains in service, and no adverse patient effects were reported. Additional information was received that this rv lead continued to exhibit a gradual increase of within range pacing impedance measurements, measuring 1950 ohms. It was noted that the threshold measurements were stable. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not returned for analysis.

Manufacturer narrative:
This lead was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the lead, however, a response was not received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase of within range pacing impedance measurements, measuring 1259 ohms. Additionally, this lead exhibited a gradual increase in threshold measurements. At this time, this rv lead remains in service, and no adverse patient effects were reported. Additional information was received that this rv lead continued to exhibit a gradual increase of within range pacing impedance measurements, measuring 1950 ohms. It was noted that the threshold measurements were stable. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead has not returned for analysis.